Event description:
Physician reported swelling on the patient's shoulder one year following rotator cuff repair with orthadapt bioimplant augmentation. During subsequent surgery, physician noted that there was no remaining orthadapt graft material.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. As a result, testing could not be performed. Cause of the event is unknown at this time. Additional information was requested from the physician; however, no additional information was available at the time of this report. The manufacturing lot and expiration date of the device were not provided.